Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Further evaluation of the ra lead was recommended. According to the field representative, physician is monitoring the ra lead that remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Further evaluation of the ra lead was recommended. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed what appears to be loss of capture (loc) with high pacing thresholds. Further evaluation of the ra lead was recommended. According to the field representative, physician monitored the ra lead until it was explanted at a surgical intervention. The ra lead has not been returned for analysis yet. No additional adverse patient effects were reported.